Event description:
The reporter indicated the surgeon attempted to use a ks-1 aq2017v 23.0d preloaded injector. When pushing screw plunger during setting, it was a little tough to push. The lens became stuck in the injector. No patient contact. Cause of incident is unknown.

Manufacturer narrative:
(B)(4). Evaluation method: device work order search. Results: device work order search: a device work order search was performed and one similar complaint was found. Conclusion: conclusion not yet available. Evaluation is in progress. A current investigation involving malfunctions on pre-loaded injectors is ongoing. (B)(4).